Manufacturer narrative:
The lead passed all electrical tests. No physical or functional anomaly was observed that would contribute to the issue. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number : 3006705815-2021-06279. It was reported that patient experienced ineffective stim with the scs system. As a result, surgical intervention was undertaken where in the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.